Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had blood droplets on the stopper. This was discovered during use. The following information was provided by the initial reporter: after the collection, when the customer remove the needle from the tube stopper, blood droplet on the stopper. This issue has occurred several times in past two months. Sometimes, the blood dropped on the patient.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had blood droplets on the stopper. This was discovered during use. The following information was provided by the initial reporter: after the collection, when the customer remove the needle from the tube stopper, blood droplet on the stopper. This issue has occurred several times in past two months. Sometimes, the blood dropped on the patient.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for blood pooling with the incident lot was observed. Additionally, evaluation of the customer samples was performed and blood pooling was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.